Event description:
It was reported that during a surgical procedure at the user facility, an incorrect micro drill j-notch bur was placed in the device and the device ejected the bur out and it landed in the wall. It was also reported the tip of the device was broken off. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences reported.